Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/25/2017 with the following findings: evaluation revealed a crack in the battery compartment from case seal traveling to grip pad. The pump was powered on and the audio tone alarm operated intermittently. The pump was opened and the piezo contacts were found to be misaligned. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed a crack in the battery compartment. Evaluation also revealed the audio tone alarm was intermittent due to misaligned piezo contacts. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08/25/2017.